Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the patient that their stimulator moved four inches and they had pain from the back to the knees; sharp pain. The patient called the doctor on wednesday ((B)(6) 2021) when they started having pain and they haven't gotten back to them. The patient stated they called them again today and left a message. The patient stated they didn't know if the stimulator was working and stated they couldn't "feel it or nothing." The patient reported that they haven't felt stimulation in two years. The patient noted their doctor didn't put the stimulator in anymore. The patient noted they haven't tried to communicate with their stimulator in at least a year and also stated that they'd lost 25 pounds. The patient stated that they'd had no falls or accidents and they were redirected to their healthcare provider to further address the issue and to see what  caused the device to move and cause them pain. The patient's relevant medical history included a "little bit of knee problems" in the last month (not alleged to be related to the device/therapy). The patient stated they didn't know if they were going to have to find another doctor to fix the stimulator or if their current hcp would take care of it.